Manufacturer narrative:
(B)(4). Insulin pump passed displacement and self tests; it failed sleep current measurement and active current measurement tests. After further review, the battery compartment is heavily corroded especially the bottom. The battery board underneath the battery compartment show signs of previous moisture presence and corrosion as well.

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. The customer reported that they changed the battery and was able to use the insulin pump. The customer stated that when today they changed the battery it gave another battery failed alarm. They had already cleaned the cap and battery compartment but still had the same issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.